Event description:
A report was received from (B)(6) regarding a probe that was soaked in cidex opa for 14 days after the 75th day of the container being opened. According to the product IFU, cidex opa solution poured into a secondary container can be reused for 14 days. After the bottle is opened, the remaining portion of cidex opa can be stored in the original container for 75 days. The hosp miscalculated the number of days and the product was used for an additional 14 days after the container had been open 75 days. The report was received from the hospital audit consulting firm who requested that asp perform in-house testing for efficacy of the reported cidex opa. For confidentially reasons, the audit consulting firm would not provide the name of the hospital. In subsequent follow-up, our affiliate contacted the hospital audit consulting firm and informed them that we cannot provide testing nor verification of testing results as the product was used beyond the recommended date.

Manufacturer narrative:
Na.